Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type catheter; product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was getting significant changes of getting too loose or too tight with minor dose changes. A rotor/roller study was done (the results were not provided). The device system was subsequently replaced. The issue was not resolved and the cause of the issue was not determined. The patient status was alive with no injury at the time of the report, and was noted to have recovered without permanent impairment. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter (B)(4) found no significant anomaly; testing results were acceptable. The catheter was incomplete and returned in segments. Analysis of the unknown sc catheter connector found no significant anomaly. There was a non-significant indent in the seal that did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.